Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-mar-2023 h6: investigation summary the customer reported tubing separated and returned one sample of material 11448964. The sample was separated at the drip chamber, and the complaint is verified. The root cause is traced to insufficient solvent applied during assembly process. Two actions were performed by the plant to address the issue: a nut was added to the solvent dispenser to prevent misalignment, and personnel were notified about the complaint and were urged to check for complete solvent application. Device history record review for model 11448964 lot number 22113086 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ secondary set tubing separated from the spike during the priming process and leaked out antibiotic medicine. The following information was provided by the initial reporter: "concern description: drip chamber not attached line was back primed with saline- pipercillin/tazo antibiotic attached at spike and tubing separated. 1 dose antibiotic leaked on floor."

Event description:
It was reported that the bd alaris¿ secondary set tubing separated from the spike during the priming process and leaked out antibiotic medicine. The following information was provided by the initial reporter: "concern description: drip chamber not attached line was back primed with saline- pipercillin/tazo antibiotic attached at spike and tubing separated. 1 dose antibiotic leaked on floor."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.